Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: the acetabular cup associated with this report was not received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Marathon liner 54 x 32mm was placed in a pinnacle 100 cup on (B)(6) 2014. Liner dislocated on sunday (B)(6) 2019. Patient brought to the operating room for head and liner exchange on friday (B)(6) 2019. The liner was replaced with a 54mm neutral altrx liner. Ref#1221-36-054. The surgeon dr (B)(6) has agreed to return the liner to depuy for evaluation. Patient status/ outcome / consequences: yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Additional surgery, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes.